Event description:
It was reported that the patient did not receive the necessary therapy from the competitor device due to a defective right ventricular lead. No further information was reported and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.